Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed pressure wounds under the lifevest equipment. Patient described the area as open sores on back from garment digging. There was no alleged device malfunction contributing to the wound. The patient¿s home health nurse is treating the wound. Follow up indicated that the wound improved.